Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat lesion located in the distal anterior tibial artery that was moderately tortuous, heavily calcified and re-stenosed. The armada 14 balloon was inflated 1 or 2 times at rated burst pressure (rbp) for pre-dilatation, but then the balloon completely failed to deflate. After 5-10 minutes attempting to remove the balloon, the decision was made to burst the balloon applying a higher pressure than the recommended rbp, and then the device could be removed. It was reported that there was no resistance during removal of the protective sheath and the device was prepped outside the anatomy. They were using a 50/50 contrast mix. Although there was a delay in the procedure, it was not clinically significant. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional analysis was performed on the returned device. The reported deflation issue and difficulty removing was not confirmed as the balloon was ruptured. The smashed portions of the shaft noted likely contributed to the deflation issue. It is likely that the distal shaft became pinched or entrapped within the moderately tortuous, heavily calcified and re-stenosed anatomy, such that the inflation lumen became blocked off causing the deflation issue. The investigation determined the reported deflation difficulty was due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history for the reported lot revealed no similar incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.